Event description:
The reload would not fire. A new reload was opened to complete the product. No patient harm. Product is available to be returned to the manufacturer. Manufacturer response for endo gia reload, (brand not provided) (per site reporter). RMA box received to return product.